Event description:
Reportedly, the programmer shut down during a follow-up.

Event description:
Reportedly, the programmer shut down during a follow-up.

Manufacturer narrative:
D1 and e1 : codes and additional information added. This case was closed. The conclusion was: since the programmer was not returned for analysis, the reported behavior could neither be confirmed nor further investigated. The case is therefore closed as is. The complaint will be reopened should any new relevant information be provided in the future.